Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm; which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated the drain volume equaled 165ml. The last fill volume equaled 100ml. The care giver (cg) stated there was air within the patient line. The technical service representative (tsr) had the hp end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated that they were told by the tsr that they had to change out the bags, they did so. The hp stated shortly afterwards they experience lots of pain as therapy was continuing so they contacted their nurse. The hp stated after contacting their nurse, they were told by their nurse that they had peritonitis. The hp stated that since then they have been using antibiotics, and will do so for two more weeks. The hp stated they did not see anything unusual with the supplies that could have caused the alarm. The hp stated therapy has been continuing as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.